Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an index procedure, the physician experienced difficulty in deploying the contralateral limb of the bifurcated device. Reportedly, after several unsuccessful attempts the physician decided to convert to an open repair and patient was treated with a competitors graft. It was reported the patient tolerated the procedure well.